Event description:
After a procedure it was noticed that blood appeared to be in both the external lumen of the l-7oni i.v. Administration set and the hl-90 fluid warmer reservoir. There was no patient injury.